Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual examination revealed that the burr housing is missing, and the sheath is separated. The proximal end of the sheath did not return for analysis. The drive shaft is kinked. The drive shaft is stuck inside the sheath compressing it making the sheath appear wavy. Microscopic examination revealed that the coil is stretched, and the annulus is damaged.

Event description:
It was reported that the procedure was cancelled. The 90% stenosed target lesion area was located in a calcified right coronary artery. A 1.50mm rotalink burr, 330cm rotawire, and ce rotablator console were selected for a percutaneous coronary intervention. During the procedure, the pedal suddenly broke down and the high and low speed could not be changed. A pedal failure and malfunction of the dynaglide was confirmed. The burr and wire were simply pulled out and the procedure was cancelled and rescheduled. No patient complications reported and the patient was stable.

Event description:
It was reported that the procedure was cancelled. The 90% stenosed target lesion area was located in a calcified right coronary artery. A 1.50mm rotalink burr, 330cm rotawire, and ce rotablator console were selected for a percutaneous coronary intervention. During the procedure, the pedal suddenly broke down and the high and low speed could not be changed. A pedal failure and malfunction of the dynaglide was confirmed. The burr and wire were simply pulled out and the procedure was cancelled and rescheduled. No patient complications reported and the patient was stable.